Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise, oversensing and pacing inhibition. A revision procedure was performed and a bone cutter was required to cut the back of the device header in order to release the leads. This right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.